Event description:
Patient developed symptoms of hypersensitivity at injection sites, including original test site, approximately 2 weeks after treatment. Physician has treated with intralesional kenalog.